Event description:
The user facility reported that the listed device kinked after an unk amount of time in use. It was reported that the patient was admitted to the hospital due to the reported event. Additional info has been requested, no further info has been received at this time. No permanent adverse effects to the patient have been reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.